Manufacturer narrative:
H3: the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The power conversion enclosure failed bench testing. Transistors q28 and q14 failed; they were found to be shorted. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The battery failed bench testing. Battery 3 and 4 measured at 0.99 and 1.44 volts which was under the required specification of 12-13 volts. Analysis found that the reported event was related to an electrical issue. The power conversion assembly has been received by the manufacturer. However, analysis has not been completed at the time of filing. Procodes: 10, 120, and 4307 are associated with the battery. 4118, 3233, and 11 are associated with the power conversion assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system consistently displayed a flashing red/blue battery on the status indicator. The system board also remained on whenever the system was powered off and the umbilical was unplugged. The batteries in tray 4 were completely depleted, and the corresponding charger card was disabled. The power conversion assembly and battery tray 4 were replaced. The issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the image acquisition system (ias) would not power on. The mobile view station (mvs) was getting power and turning on. The system was plugged in when a manufacturer representative arrived and the biomed confirmed that the outlets were functioning. The ias seemed to be getting power from the umbilical cable, but the battery indicators showed no charge. There was no patient present when this issue was identified.